Manufacturer narrative:
The devices have not been received by the manufacturer for evaluation. A lot history review (lhr) review is not possible; as no manufacturing lot number(s) has been provided. Per 21 cfr part 803.56 not enough information has been provided about each identified patient and/or device mentioned. Therefore, one emdr is being submitted for multiple reportable events, identified in the literature search.

Event description:
Per journal of vascular access study: "three aberrant positions due to a loop of the catheter that needed the ablation of the catheter and the insertion of a new PICC."(p. 131). Reference: peripherally inserted central catheter with intracavitary electrocardiogram guidance: malposition risk factors and indications for post-procedural control. Celine monard, mathilde lafevre, fabien subtil, vincent piriou, and jean-stephane david.